Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the surgery was done on (B)(6) 2023.

Manufacturer narrative:
H3: device evaluation: analysis found that there was a procedural non-conformance. The implantable neurostimulator (ins) was received with no telemetry and no output. Telemetry was restored after one physician mode recharge. The ins battery was able to be fully recharged but the battery discharges rapidly. The ins was functioning within specifications but has reduced capacity due to over discharge. After fully recharging the ins, it passed bench functional testing. According to the mdt data report, the ins was last recharged on (B)(6) 2021. The ins battery depleted to the therapy unavailable state on (B)(6) 2021 which was before the explant date on (B)(6) 2023. The ins experienced one over discharge, which occurred while the ins was still implanted. The finding of the ir/trace report was no telemetry, there was foreign material in the connector ports, the shield/can was scratched, the ins did not synch with the patient programmer, and a physician mode recharge (pmr) was needed and it recovered the ins, but rapid battery discharge was noted. A normal recharge was started and telemetry was ok after the pmr recovery. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a healthcare provider and a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that the patient's system did not relieve their symptoms. It was noted that the patient was non-conforming. The representative was to check their system with a physician programmer and they would take photos of all their devices. Surgical intervention was planned, but not scheduled. Additional information received from a manufacturer representative. When asked to clarify what was meant when it was reported that the patient was non-conforming, the representative reported the patient was not charging on a regular basis and they switched the system off for up to a year and six months. The clinician programmer displayed a "telemetry failure" screen. They could not interrogate the system, but it could be switched on and off with the recharger and patient programmer. The representative did not know when the lack of relief first occurred. The surgeon was planning on explanting the battery and no further action would be taken.

Manufacturer narrative:
G2: the country of origin is south africa. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.